Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap of the customer's insulin pump was pushing out. Customer's blood glucose was 116 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with loose and protruded support disk. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip and cracked battery tube threads.